Manufacturer narrative:
The device was returned for analysis. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment CAPA¿s that would be related to the reported issue. Based on these reviews, there is no indication of a product quality issue. A query of the complaint handling system for the reported lot was performed and revealed no similar complaints reported for this lot. Based on the complaint review, there is no indication of a lot specific product quality issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. In this case, the clip was not deployed. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible the sheath extended over the vessel locator wings which may have prevented the wings collapsing inhibiting the clip from being deployed. Additionally, it is possible the calcium in the access site, can also prevent deployment; however, these cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose after a peripheral arterial occlusive disease (paod) interventional procedure using a 6f sheath. Reportedly, steps 1,2,3 were followed per the instructions for use without issue. The ¿3¿ was completely visible in the window. Suring step 4, the trigger button ¿4¿ was stuck when pressing it. It was then decided to use ¿safety release¿ to simply remove the device. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 1494 clarifier: patient selection.